Event description:
Event description cpi received information that this endotak transvenous defibrillation lead and implantable cardiovertor defibrillator (ICD) were removed from service due to inappropriate therapy. An invasive procedure revealed a very twisted lead, the lead had been turned so many times that the is-1 portion of the lead was hanging by threads to the header of the ICD. It appears the patient had twiddlers syndrome.